Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent a laparoscopic myomectomy procedure on an unknown date and suture was used. Two weeks postoperatively, the suture broke and the patient experienced vaginal wound dehiscence. The reoperation was performed to close the wound. There were no reported patient consequences. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed for the possible batch number kb7093 and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch (B)(4), exp. Date: 1/31/2021. Batch (B)(4), exp. Date: 8/31/2020; mfg date: 9/14/2015. The device history records were reviewed for the possible batch number (B)(4) and the manufacturing criteria was met prior to the release of this lot. Representative samples were returned for evaluation. The samples were visually inspected and functionally tested for knot tensile strength and the samples met the requirements.